Event description:
It was reported that (1) atw45 was used during a gastric bypass procedure. It was reported by the rep that the ets misfired during a gastric bypass. Opened another device to complete the case. There was no consequence to pt.